Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high capture threshold on the atrial lead was noted. Diagnostic imaging confirmed the atrial lead had become dislodged. The lead was explanted and replaced. The patient was stable with no adverse consequences.